Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 135 mcg/ml clonidine at 80.325 mcg/day, 1000 mcg/ml sufentanil at 595 mcg/day, and 100 mcg/ml baclofen at 59.5 mcg/day via an implantable pump for chronic low back pain and spinal pain. It was reported that a volume discrepancy was seen on (B)(6) 2016. The expected residual volume was noted to be 4.6 ml while the actual residual volume was 25 ml. It was noted that there was no history of volume discrepancies with the patient or pump and they had always been within a "milliliter or two". It was stated that this was not the first refill after an implant or revision. The pump logs showed no issues and a side port aspiration was performed in which they "easily" got back spinal fluid. It was noted that they got over 2 ml of spinal fluid and it was "nice and clear". An increase in pain was noted. It was stated that the patient had some other medical issues, so they did not think much of the change in pain. The patient's concomitant medications included oral baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.